Event description:
It was reported the programmer will not turn on and that it does not work. The programmer was returned for repair. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm that the programmer would not turn on. No electrical anomalies were found. (B)(4): analysis found that the radiofrequency (rf) head cable had damaged insulation and the top lens cover was broken.